Manufacturer narrative:
At this time the product remains in service. If additional information becomes available this report will be updated as necessary.

Event description:
Boston scientific received information that this patient experienced some syncopal episodes. The patient is normally atrial pacing and ventricular sensing. The sales representative (sr) was questioning the use of sudden brady response (sbr) and technical services (ts) stated that we do have sbr on this device, however it can only be used if the patient is 100% atrial sensed. The device remains preprogrammed as it was and the patient will be evaluated at the next follow up visit. To date, there have been no additional adverse patient effects reported.